Manufacturer narrative:
A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Zimmer biomet complaint (B)(4).

Event description:
It was reported that an implant (bnes605) was unable to be placed into osteotomy. Implant did not achieve primary stability and it was removed. Tooth location 3.

Manufacturer narrative:
Additional information received confirmed that this event has been previous captured and submitted under MFR 0001038806-2020-00135 on (B)(6) 2020. Upon a reassessment of this event, it has been determined this event as duplicate from (B)(4); as a result, this file will be closed. Additional follow up in regards this event will be submitted under MFR 0001038806-2020-00135. Therefore, no further medwatch reports will be submitted under this file. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative.

Event description:
Additional information received confirmed that this event has been previous captured and submitted under MFR 0001038806-2020-00135.